Event description:
Problem: intermittent aberrant prothrombin time -pt- results with no indication of instrument error. Instrument was programmed to automatically repeat any result of 40.2 seconds or greater. It was noted that repeat results were much lower -clinically significant. This was an intermittent problem -not on every sample. Vendor service was contacted, the instrument was taken out of service. Initial impression from the vendor was that a specific measuring channel was defective. There was no error "flag" for the user to be alerted that the channel was malfunctioning. Product: stago destiny max, serial number (B)(4).